Event description:
(B)(4). I have really bad migraines, pain in my left side becomes worse with my period. Numbness in left fingers. Excessive weight gain. Pain in hip 1 week before period that lasts until my period ends.